Event description:
Log review requested. Customer reported an over infusion of dobutamine. Dobutamine was started at "2125" pm to infuse over 31 hours (rate 15.8 ml/hr); however, at "2340" pm, the device alarmed and the bag was found empty. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
Manufacturer's report date: 08/04/2015. The reported over infusion of dobutamine was not confirmed. Inspection of the pump module and disposable set found both devices to be in good working condition with no damage. Analysis of the event log indicated that the dobutamine (500 mg/250 ml) infusion was started at 9:37pm on (B)(6) 2015 with the dose set at 5 mcg/kg/min. The calculated flow rate was 15.8 ml/hr and the vtbi was 200 ml. The infusion ran for less than 2 hours before alarming for air in line and subsequently turned off. Total volume infused was recorded as 31.6 mls. Rate accuracy testing found the system to be delivering fluid within specifications. The root cause of the reported over infusion was not determined.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.